Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to verify the excessive no delivery or motor error alarm due to the blank display. The motor was tested outside the device and it passed. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, and a broken reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery during bolus and prime. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Customer is not able to complete the rewind sequence. Blood glucose value was 400 mg/dl. Nothing further reported.